Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028 / k013227.

Event description:
It was reported by the doctor that during the implant placement procedure the mount did not disengage; another implant was placed during the same surgery.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. The components were returned already separated. Visual inspection revealed minimum wear about the threads and collar. The internal drive feature of the implant is noted to be moderately worn, and the hex of the mount contains additional debris. The product was functionally tested. The implant and mount were able to assemble and disassemble with one another as normal, and the parts passed functional testing with in house mating components. The conditions of the devices during use in surgery could not be verified. Documents reviewed: ¿instructions for use for screw-vent implants¿ 9665 rev 0- 09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gem lock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. The complaint is non-verifiable, as the components were already disassembled when returned, and the products passed functional testing. The device history record review was performed and did not identify any non-conformances. Lot specific complaint history review did not find other similar incidents. A definitive root cause has not been determined. The following sections have been updated. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.